Event description:
A surgeon reported a pt was seen 7 days post-op and had endophthalmitis (non-bacterial) following a cataract extraction procedure. Additional info received noted that the pt is stable but still has symptoms. The pt has tearing and blurred vision.

Manufacturer narrative:
Batch record review showed that all testing results are within specification. Our lab retested the returned sample and a reference sample of this batch and all results conform to the specifications for the tested parameters. (B)(4).